Event description:
Lot of power disconnect alarm I switch out his controller, gave him a new cable and new battery clips. Patient also given a new backup controller with set speed of 8600 rpm ( his current speed ).